Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the leak occurred while filling the reservoir. The customer stated the reservoir was discarded. The customer stated that the location of the leak is between vial and the reservoir. The customer found no leaks in the pump. The customer already took the reservoir off before calling and used another one. The customer was advised to return the reservoir and transfer guard. The customer was advised that he will receive replacement reservoir and a canister and envelope to return the leaky ones.

Manufacturer narrative:
Inspected three opened/used reservoirs. Performed pre-fill reservoirs test. The reservoirs passed per inspection. No leak anomalies found during analysis.